Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The sample was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during therapy, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. Technical service representative (tsr) reviewed the alarm log and noticed that system error 2240 had occurred. The tsr had the cg go back through the self-testing. The hp was able to set up for the therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.